Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 48 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined because the insulin pump was damaged and being replaced. The customer was treated with food. Customer stated that had a crack on the battery chamber of the insulin pump. The device will not be returned for analysis.